Event description:
Patient reported "infection". This record is for the right side. Device remains implanted and it is unknown if will be returned. Patient was initially prescribed with "penicillin derivative, had an allergic reaction to, so changed to vancomycin and zipro."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).